Event description:
It was reported that, this right atrial (ra) lead exhibited loss of capture (loc) and sensing issues. The sensing was reprogrammed, then boston scientific technical services (ts) reviewed the electrogram (egm) and was not able to confirm capture. The health care professional (hcp) will verify non capture with physician and the threshold was reprogrammed. This ra lead remains in service. No adverse patient effects were reported.